Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('I used to get one or two per year, now I have cluster breakouts') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abdominal discomfort ("felt like baby kicking/tummy swells/painful"), abdominal distension ("look like I m pregnant"), dyspnoea ("breathing problems") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (essure removed (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the rash, abdominal discomfort, abdominal distension and dyspnoea outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal discomfort, abdominal distension, blepharospasm, dyspnoea and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('I used to get one or two per year, now I have cluster breakouts') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abdominal discomfort ("felt like baby kicking/ tummy swells/ painful"), abdominal distension ("look like I am pregnant"), dyspnoea ("breathing problems") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (essure removed (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the rash, abdominal discomfort, abdominal distension and dyspnoea outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal discomfort, abdominal distension, blepharospasm, dyspnoea and rash to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: rash, dyspnea, abdominal distension, blepharospasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: case became serious incident, essure device removed on (B)(6) 2015. New event eyelid twitching was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.